Manufacturer narrative:
The device was returned to zoll canada for evaluation. The reported malfunction of intermittent power was observed and attributed to the lithium battery on the system board. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 9 years old from date of manufacture. The reported malfunction of device shut down inappropriately was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The event battery was not returned as part of the investigation. The event battery was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.